Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a proglide after an endovascular aneurysm repair (evar) interventional procedure, with a 5fr sheath. Reportedly, the proglide device was twisted slightly, and the shaft broke at the transition from the metal to the black shaft, it was only attached to the wire. The device was carefully removed without being released. The evar procedure was completed, and a non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
Analysis was performed on the returned device. The reported guide separation was confirmed. A posterior foot break was found during evaluation of the returned device. The location of the detached foot is unknown. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Information was received stating the foot separation was not detected prior to returning the device. Based on this information, it is possible that the observed foot separation resulted from post procedure handing during packing or transit back to abbott. The reported guide break appears to be related to aggressive manipulation or interaction with the patient anatomy during insertion. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Additional information: returned device analysis identified a posterior foot break, which was not returned. The location of the detached foot is unknown. No additional information was provided.